Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer originally complained that observed an error 3 message whenever a strip was inserted into their freestyle mini meter. The customer observed the booklet icon and the battery icon. It is not known if the other settings stored in the meter changed. The meter is one where the customer could inadvertently change the units of measurement. The meter was returned and the memory overwrite malfunction was confirmed in 2007. There was no report of death, serious injury or mistreatment. The customer's meter was replaced.